Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. The customer reported complaint was confirmed during archive review and functional testing. The temperature sensor assay was replaced to remedy the fault. During visual inspection, broken pump lid was noted. The thermogard is a reusable device and was manufactured on 2010. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. A review of the event log was performed and multiple error message tcm:ID 05 (coolant diff failure) were found around the reported event date. During functional testing the temperature sensor assay was found to be defective. An additional repair and updates were done (unrelated to the reported complaint). The air filter and display head were cleaned. The pump cover was replaced, after which the unit passed the performance testing and passed all final testing without any issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
It was reported that during setup the thermogard ivtm system (sn: (B)(4)) was displaying error message tcmid: 05 (coolant diff failure). The customer used another thermogard to initiate therapy. No patient consequences were reported.